Event description:
It was reported that during holmium laser lithotripsy preparation the fiber was used twice, and a small black spot was found before the third use. Another fiber of the same device was used to complete the procedure. There was no patient complication. After that, the device was returned for analysis and the investigation determined that it has an internal connector fracture.